Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol modified kugel hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against modified kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA 510k no. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 10 months post implant of kugel patch, patient was diagnosed with hernia recurrence, obstructions, adhesions, inflammation, pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol modified kugel hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against modified kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with left indirect inguinal hernia thereby underwent free properitoneal open repair with the implant of kugel hernia patch. Per operative notes, "the spermatic cord was identified with large amount of preperitoneal fat along with hernia sac. The hernia sac was dissected off the cord. A space was created in retropubic preperitoneal space and a kugel hernia patch was placed covering both the floor of inguinal canal deep ring and femoral area." (B)(6) 2014 - patient was diagnosed with small bowel obstruction secondary to adhesion band thereby underwent open repair with release of obstruction. Per operative notes, "intraabdominal adhesions were noted and taken down. Adhesive band was identified and removed." (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia with left inguinal pain, small bowel adhesions and meshoma thereby underwent robotic assisted laparoscopic repair with removal of kugel hernia patch and implant of mesh. Per operative notes, "small bowel adhesions to the midline and lower quadrant was noted and taken down. The kugel hernia patch was fused to the preperitoneal fat and dense adhesions between the patch and pubic symphysis was taken down. The mesh was completely removed. A synthetic mesh was placed and sutured." Attorney alleges that the patient had adhesion, bowel obstruction, fistula, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, balling of mesh and emotional injuries.